Event description:
During a hip arthroscopy(labral repair) using the bioraptor, knotless suture anchor it was reported that the surgeon, who is an experienced bioraptor knotless user, passed a suture around the labrum and then inserted a bioraptor knotless anchor. Surgeon stated the inserter felt normal although maybe a little more clunky when he was turning the torque limiter to drive the grub screw into the anchor. When he asked for an x-ray image it was clear the inner metal part that turns the screw had broken off and was left inside the patient, inside the anchor. It could not be retrieved and the surgeon felt it would be locked inside the anchor.

Manufacturer narrative:
The insertion device from the bioraptor, knotless suture anchor was received for evaluation of the reported complaint mode, ¿inner metal part that turns the screw had broken off and was left inside the patient.¿ the tip of the inner driver was confirmed to be broken by visual examination. A CAPA has been initiated to determine root cause and any applicable corrective actions. A review of the device history records was performed which confirmed no inconsistencies. The device investigation is ongoing. (B)(4).